Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104 - device contamination with chemical or other material (2944) patient problem code: f27 ¿ no patient involvement

Event description:
It was reported that we received a contaminated syringe, currently I¿m investigating the supplier lot, we have the samples if you need. Customer response received on (B)(6) 2023 ¿ could you please confirm whether the defect noticed before use or after use ? If after use, is there any patient impact ? The defect was noticed prior to use by the customer. ¿ could you please provide a date of event? The defect was reported on (B)(6) 2022. ¿ please confirm the number of products affected. Qty: 1

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (foreign matter): multiple photos were provided to our quality team for investigation. Through visual inspection, a plastic like particle can be seen within the syringe. A device history review was performed for the reported lot 2306001, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Without the physical sample, the composition and origin cannot be definitively identified therefore a root cause cannot be established. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence. H3 other text : see manufacturer narrative.

Event description:
It was reported that we received a contaminated syringe, currently I¿m investigating the supplier lot, we have the samples if you need. Customer response received on 14th oct 2023, could you please confirm whether the defect noticed before use or after use ? If after use, is there any patient impact ? The defect was noticed prior to use by the customer. Could you please provide a date of event? The defect was reported on 11-22-2022. Please confirm the number of products affected. Qty: (B)(4).